Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the guide wire revealed it to be fractured, and the detached distal spring tip section was not returned. There was no adhered biological material on the guide wire shaft and no other damage revealed with the guide wire that would have contributed to the reported event. Scanning electron microscopy of the fracture face of the guide wire revealed ductile shear dimples, which indicated that the wire had experienced increased tension. The core wire curvature and cracks observed near the fracture indicated that the wire had become bent or kinked before or during the event. The IFU contains the following warnings: "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." And "a prolapsed or bent guide wire core can result in damage to the guide wire or oad." At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the increased tension and guide wire fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device, the tip of the guide wire became detached. When advancing the viperwire guide wire, the tip of the wire became detached. The wire fragment was able to be retrieved and the patient was in stable condition following the procedure.